Manufacturer narrative:
Zoll medical corporation has not received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.

Event description:
It was reported that locking tabs of lifeband become loose when the lifeband cover plate is in place. No adverse event reported.